Event description:
The caller stated that the inner cannula is not staying in during use. The trach was placed in the pt on (B)(6) 2012 and was in use for about a week. Caller reported that recannulation was required due to the issue that was not a part of routine trach replacement. Caller states the pt is doing ok.